Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08241.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08241.

Manufacturer narrative:
Results: the complaint was not confirmed. As received, visual inspection on both leads ¿a¿ and ¿b¿ revealed no anomaly except a compression mark found 22 cm and 23 cm from the stim end but no broken wires. Both returned leads passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.